Manufacturer narrative:
Analysis of the returned uphold¿ lite with capio slim device confirmed the event. The blue with white stripe dilator was broken. The remainder of the dilator with suture and dart was detached and was not returned. Analysis also revealed no damage to the capio slim. The device functioned as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. (B)(4)

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, there was a problem during extraction of the mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed reportable based on the investigation results: the blue with white stripe dilator was broken. The remainder of the dilator with the suture and the dart was not returned.